Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during fill 2 of 3. The patient stopped treatment and while removing the cassette, the patient found a lot of fluid leaking out of the cycler. There was fluid in the pump module area of the cycler and fluid on the external cassette. There were no visible holes in the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry overnight and has been using it since with no further issues. The cycler set is available to return.